Event description:
It was reported that a continu-flo solution set leaked (a drop was noted at the clearlink to tubing junction). This was discovered during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured in january 2022. H10: two (2) devices were received for evaluation. A visual inspection was done which observed the sets were conforming as per product specification. A functional leak testing was performed which revealed a leak at the junction of the y connector/tube of one sample only. The reported condition was verified in sample one (1); however, not verified for sample two (2). The cause of the condition was a manual assembly related issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.